Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Was reported to medtronic minimed that the customer experienced hypoglycemia. The low blood glucose event value 64 mg/dl leading to a visit to the emergency visit at hospital. Treatment for the low blood glucose included carbohydrate intake. The event involved mmt-332a, mmt-397a, mmt-1884l. Troubleshooting was performed and customer was using the insulin pump system. It was unknown whether the customer was using automode feature at the time of the event. The length of hospitalization was less than 24 hours. The customer declined further troubleshooting. No further patient complications were reported. No product replacement or return was required mmt-332a, mmt-397a, mmt-1884l.